Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test due to buttons not responding. Pump received with cracked battery tube threads and keypad overlay peeling.

Event description:
The customer reported via phone call that the battery compartment is cracked and the buttons are worn down. The customer¿s blood glucose was unknown. The device will be returned for the analysis.